Event description:
According to the reporter, during a robot-assisted right lobectomy, there was no issue with the firing, but when an attempt was made to release the tissue, a power handle error message appeared on the display and the cartridge could not be released. The surgeon used a powered approach to release the jaws. A new device was used to complete the case. After the surgery, a visit was made to the operating room and the powered handle, shell and adapter were installed with the used 45mm reload. When firing was already done, and ¿0¿ should have been displayed on the screen, the screen still showed a ¿1¿ on the reload icon. With a nurse present, the green button was pressed, and the device was tried to fire, but it immediately stopped. The same issue occurred when the reload was removed from the adapter then reconnected. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: sigpshell, sig power sigpshell control shell, (lot #n4a2294y) egia45amt, egia45amt egia 45 artic med thick sulu, (lot #p4a1194) sigphandle, sig power sigphandle handle, (sn: (B)(6)) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.